Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. After engaging a 6f mach 1ar1 guide catheter and advancing a samurai wire, a 4.00x38mm synergy ii stent was advanced to treat the lesion. However, the device could not advanced and the stent struts were damaged. Dilatation was performed with a 4.0x20mm nc quantum balloon and a choice pt buddy wire was placed. The procedure was completed with another 4.00x38mm synergy stent. No patient complications were reported and the patient's status was stable.